Manufacturer narrative:
Ge healthcare's investigation into the reported event is ongoing. A f/u report will be submitted once the investigation is completed.

Event description:
It was reported that a mr technologist was positioning a patient for a head scan. The patient was reportedly moving on the bed, which resulted in the head coil sliding vertically under the patient toward the magnet. While bringing up the table, the mr technologist noticed the bridge was starting to raise. When the bridge was lifted, it created a gap on the side between the magnet cover and the table. The technologist lowered the table with her right hand on the patient and her left hand on the side of the magnet. The bridge reportedly came down quickly and landed on the technologists's left ring finger. The transporter who had brought the patient to the mr room came to check if exam was done and assisted the technologist in removing her hand. The table was then undocked and the patient was brought out of the room. The technologist noted that her ring finger was bent and was sent to the emergency room where it was determined that her finger was fractured.